Manufacturer narrative:
A field service engineer (fse) went on-site and replaced some valves associated with wash concentrate on the hydro and also noticed that the wash concentrate was bubbling from canister fitting and replaced the fitting.

Event description:
A customer contacted beckman coulter inc. (Bci) after noticing the waste canister was not filling and that there was a leak. No injury was reported.